Event description:
It was reported that the user¿s dexcom continuous glucose monitor (cgm) sensor fell off and the user did not start a new sensor, after which the user relied on bg run mode but did not follow the required procedure by entering only one fingerstick value and then no further bgs, while the ilet displayed alerts indicating dosing would stop soon and that cgm was not paired. Symptoms included hyperglycemia with a reported fingerstick of 439 mg/dl, stomach pain, nausea, and vomiting. Outcomes included no long-term health consequences or impact. Investigation included communication with the user and analysis of information provided by the user. Investigation of this case revealed no device malfunction, a usage problem, and an improper or incorrect method related to failure to follow instructions; no specific device component was applicable. It was concluded, based on previously established findings for similar reports, that the cause was failure to follow instructions and an unintended use error.